Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported white residue in air-water and auxiliary channel, during reprocessing involving an olympus colonovideoscope. There were no reports of patient involvement.